Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer accidentally set the pump carbohydrate ratio incorrectly into the pump. Customer's blood glucose level was 160 mg/dl. Tandem technical support guided the customer through adjusting the pump carbohydrate ratio to be accurate.